Event description:
Complaint: no head up function. No injury was reported.

Manufacturer narrative:
Technician isolated the problem to worn seals causing issue. Repair description: replaced head hydraulic up and down valves to resolve this issue. Resolution: conducted a function test. Functioned as designed.